Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter was defective on the bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: "presents blood return only when removing the guide wire, this makes it impossible to know if the catheter is correctly placed inside the vein."

Event description:
It was reported that the catheter was defective on the bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: "presents blood return only when removing the guide wire, this makes it impossible to know if the catheter is correctly placed inside the vein."

Manufacturer narrative:
H.6. Investigation summary: since no photos or samples displaying the reported condition of catheter defective / damaged were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.